Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced a transient ischemic attack with symptoms of dysarthria after having a stent placed in the ostium of the left internal carotid artery. Baseline nih stroke score was 0. The patient did not have a significant medical history. The patient was symptomatic with transient slurred speech and word finding difficulties approximately 1 month prior to the index procedure. The symptoms were completely gone when the baseline nih scale was preformed. The vessel was 60% occluded and 20mm in length. The arch I lesion was eccentric, ulcerated, mildly calcified and mildly tortuous. A thrombosis was present at the site of the lesion. A 5mm medium support angioguard device was deployed and an 8 x 40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. During the index procedure, the patient began to exhibit neurological symptoms of dysarthria. The onset was step-like. The duration of the neurological deficit was greater than 24 hours. The neurological event was confirmed via an MRI. The physician did not believe that event was related to the device; however, was related to the index procedure. At the time of discharge, the patient had a full recovery and no deficits were observed. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Although no conclusion can be made regarding the relationship of the precise stent and the reported event, there is no indication that the device did not perform as intended or that it is related to the device design or manufacturing process. Factors that may have influenced the event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
Additional information was received from the adjudication committee indicating that the patient had a cerebrovascular accident, arterial spasm, and hypotension on the same day post-index procedure. (B)(4). Concomitant medications: lisinopril: post-procedure, ticagrelor-post-procedure phenylephrine-post-procedure. Complaint conclusion: as reported by the sapphire registry the patient experienced the event of transient ischemic attack with symptoms of dysarthria. Adjudication minutes were received indicating that the event of transient ischemic attack (tia) with symptoms of dysarthria was not experienced until approximately six hours post index procedure. It was also stated that the patient had a cerebrovascular accident (cva), arterial spasm, and hypotension on the same day post-index procedure. The patient is a (B)(6) female with a medical history of tia, dyslipidemia, left bundle branch block, atypical chest pain & narcolepsy. The patient has a history of a transient ischemic attack (tia) that occurred approximately one month prior to the index procedure. The patient had transient slurred speech and word finding difficulties and the symptoms were completely gone when the baseline nih scale was performed. The patient also had change in hand-writing (patient is right-handed) which improved a week prior to index procedure. Baseline nih stroke score was 0. The patient was symptomatic at the time of intervention. Carotid artery stenting (cas) was performed on a 60% occluded vessel in the ostial left internal carotid artery of 20mm in length. The arch I lesion was eccentric, ulcerated, mildly calcified and mildly tortuous. A thrombosis was present at the site of the lesion. A 5mm medium support angioguard device was deployed and an 8 x40mm precise pro rx stent was successfully deployed at the target site. The angioguard was successfully removed and debris was found in the basket. According to the physician¿s note, following post-dilatation, there was slugglish flow and an export catheter was used twice. It was noted that there was no debris; however, there was improved flow and was considerably "clearly spasm." The residual diameter stenosis measured 0%. There was no documented dissection or presence of air bubbles during the procedure. Approximately 6 hours post index procedure, the patient complained of ¿thick speech.¿ she had appropriate word retrieval, but transiently she was slow to speak the words. The systolic bp was 93 mmhg. The phenylephrine drip was increased and the physician was notified. There were no other neurological deficits observed. Approximately two hours later, the patient¿s blood pressure was 130-140 mmhg and there was resolution of her speech difficulty. Approximately four hours later, the patient¿s speech was again thick as described previously. Approximately seven hours later, the patient¿s systolic bp was 86mmhg and the patient observed that her speech was ¿slushy.¿ there were ¿halting words noted with thickness to speech.¿ the patient was returned to bed, the blood pressure increased, and the speech cleared. An hour later, the patient experienced hypotension again with a systolic bp of 86mmhg after ambulating and sitting up in the chair. Again, there was slight thickness to her speech which abated. The cardiology note stated that the episodes of ¿slushy¿ speech were associated with the decrease in blood pressure. Her speech was noted to be ¿thick, but not slurred.¿ it was also noted that her blood pressure in the catheterization lab was 160/89 mmhg. The note further documented that the slushy speech was new and it was uncertain if it were secondary to relative hypotension or a procedure related cva. Improvement with increase in blood pressure suggested it was hemodynamic mediated. The note further documented a negative cpk and no myocardial infarction (mi). A carotid duplex scan was performed that day and revealed circumferential thickening with minor focal plaque formation at the carotid bulb on the left with a less than 60% stenosis of the left carotid system and a 50-69% stenosis of the right carotid system. The nurse¿s progress note that morning stated that the patient¿s handwriting was very small and almost illegible. The patient was to continue on asa and ticagrelor. A MRI of the brain without contrast was also performed that day revealing the following: multicentric left hemispheric foci restricted diffusion suggesting embolic disease. One day following the index procedure, the nih stroke scale score was 1 due to mild to moderate dysarthria and the rankin score was 1. Approximately two days post index procedure, the patient had no focal deficits or no changes in speech. She was discharged on asa. Other medications were not provided. Approximately a week post discharge from the hospital, the physician¿s office note documented that the patient¿s speech had improved significantly and her writing was almost back to normal. Her bp was 144/60 mmhg on lisinopril. A 30 follow-up was conducted one month later and the stroke scale scores were evaluated. The nih stroke scale score was 0 and the rankin score was 0. The patient was taking asa. The product remains implanted and was thus not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Tia, hypotension, cerebrovascular accident (cva), and arterial spasm are known potential adverse events associated with carotid stent implantation. Hypotension and the resultant tia are common complications related to the carotid stenting. Tia is a recognized potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter¿s basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. Review of the information suggests that patient (significant medical background including history of tia), vessel, and procedural factors may have contributed to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) study indicated that during index procedure the patient experienced the event of transient ischemic attack with symptoms of dysarthria. Baseline nih stroke score was 0. The patient was symptomatic at the time of intervention. The vessel was 60% occluded and 20 mm in length located in the ostium of the left internal carotid artery. The arch I lesion was eccentric, ulcerated, mildly calcified and mildly tortuous. A thrombosis was present at the site of the lesion. A 5 mm medium support angioguard device was deployed and an 8 x40 mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. During the index procedure, the patient began to exhibit neurological symptoms of dysarthria. The onset was step-like. The duration of the neurological deficit was >24 hours. The physician did not believe that event was related to the device; however, was related to the index procedure. At the time of discharge, the patient had a full recovery and no deficits were observed.

Manufacturer narrative:
Concomitant devices continued: angioguard rx catalog number # 501814rmc, lot #70912414. Concomitant medications continued: heparin was given during the procedure. Pre and post-procedure medications included aspirin. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.